Event description:
It was learned that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with aortic regurgitation and moderate aortic stenosis, and underwent an implant of a transcatheter aortic valve within the subject valve (valve in valve), after an implant duration of approximately ten (10) years.

Manufacturer narrative:
Additional manufacturer narrative: implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events. No further action is required at this time.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. The model and serial number were provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.